Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0226113482, implant date (B)(6) 2023; partially explanted date (B)(6) 2023, product type catheter section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (lot: 0226113482); product type: 0184-catheter; implant date (B)(6) 2023; partially explanted date (B)(6) 2023; ubd date: 2025-01-28, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (lot: mor-088) with concentration 5000 mcg at a dose rate of 798.7 mcg/day via an implantable pump. It was reported that during the procedure, when the connection of the pump segment with the catheter was made, there was no return of cerebrospinal fluid (csf). There were no known factors that may have led or contributed to the issue. Another catheter was opened.  The catheter segment that connects to the pump was removed and replaced with another model 8780 catheter component (lot # 0226029753). This time there was the correct return of csf.  The issue was resolved as of 2023-aug-01. There was no patient symptoms or complications associated with the event.  No medical or surgical intervention was needed to prevent a permanent impairment of a function.  The event did not lead to hospitalization or extended hospitalization.  The patient was without injury regarding their status as of 2023-aug-01.  The patient's medical history was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The initial reason for the implant procedure was cancer pain management. This issue occurred at an initial system implant procedure. The model number, serial number, and implant date of the pump was clarified.